Event description:
It was reported that this pacemaker system triggered a lead safety switch (lss) due to a high out of range right ventricular (rv) impedance measurement of 2296 ohms. No oversensing could be recreated when programmed in bipolar mode. Technical services noted there is another high but not out of range pacing impedance measuring 1400 ohms from a few months ago. Technical services discussed possible causes and provided programming options. This pacemaker and competitor rv lead remain in service. No adverse patient effects were reported.

Event description:
This supplemental report is being filed to include a conclusion code update.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection.